Event description:
Litigation papers allege: severe pain in her left hip, loss of ability to perform household chores. Update: (B)(6) 2012 - the sales rep has reported the revision. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
There is no new infromation that would change the outcome of the investigation.